Manufacturer narrative:
Beckman coulter customer support guided the customer with troubleshooting the au680 chemistry analyzer. The customer performed routine maintenance activities, replacement of the sample probe and cleaning of the static brushes, which resolved the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. (B)(4).

Event description:
The customer reported the generation of erroneous urine albumin and creatinine patient results for two samples on their au680 chemistry analyzer. The erroneous results were not reported out of the laboratory, but the results were sent to their lis (laboratory information system). There was no report of change to patient treatments as a result of this event. The customer only provided data for one sample.